Event description:
An issue was reported where there was a discrepancy between the displayed and actual time on a pump, which exceeded five minutes. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor for any future discrepancies and to follow up if necessary.